Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the blood draw, the bd vacutainer® blood collection tube for microbiological studies cracked while putting the stopper in and broke, causing blood to go "everywhere". The nurse was reportedly wearing gloves and was not injured by the broken glass nor exposed to the blood spilt on her. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the customer stated they received the one pack of 100, some of which were broken. Normally, they just take out the broken ones and keep the rest. The customer stated that the day before they received this broken shipment, one of the nurses was drawing blood using the same product, and when the nurse was putting the stopper in, the tube was cracked on the top and broke, and blood went everywhere. The customer confirmed that the nurse was not injured and no additional medical attention was required. The nurse was wearing gloves."

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the blood draw, the bd vacutainer® blood collection tube for microbiological studies cracked while putting the stopper in and broke, causing blood to go "everywhere". The nurse was reportedly wearing gloves and was not injured by the broken glass nor exposed to the blood spilt on her. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the customer stated they received the one pack of 100, some of which were broken. Normally, they just take out the broken ones and keep the rest. The customer stated that the day before they received this broken shipment, one of the nurses was drawing blood using the same product, and when the nurse was putting the stopper in, the tube was cracked on the top and broke, and blood went everywhere. The customer confirmed that the nurse was not injured and no additional medical attention was required. The nurse was wearing gloves."